Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms during bolus delivery. The customer¿s blood glucose (bg) level was not impacted. Tandem technical support educated the customer on occlusion alarms. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. After the occlusions, the customer would resume insulin delivery or change out the pump supplies and then resume insulin delivery.